Event description:
The foreign distributor (B)(4) reported that a hosp encountered an issue with an mps disposable delivery set prior to the surgical procedure. The report stated that the delivery set leaked yellow priming solution at the joint between the arrest chamber (yellow) and the heat exchanger. It was reported that the clinician wiped the leak with gauze, retightened the joint/connection, and used the delivery set for the procedure without further issues. There were no pt complications reported as a result of the reported event. The device was discarded by the hosp and not returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4). The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. There were no devices of this lot remaining in inventory for analysis.